Manufacturer narrative:
On (B)(6) 2020, after further review of complaint per clinicians patient code '3191' was erroneously submitted in initial report. Correction, patient code '1733' should be coded. Manufacturer¿s reference number:(B)(4).

Manufacturer narrative:
Additional information was received 7/23/2020, patient also experienced bilateral capsular contracture baker grade ii post procedure. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient who underwent primary breast augmentation surgery with two 525cc mentor memorygel breast implants experienced muscle aches, body pain, hair loss, premature aging, dry itchy skin, insomnia, bad vision, phlegm in throat and autoimmune issues post procedure. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the left breast prosthesis.